Event description:
Pt admitted with hemolysis and possible pump thrombus, started on bivalirudin and integrilin. This did not result in a significant improvement in her ldh.she subsequently was moved to the intensive care unit where she was given a dose of tpa.